Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, as clearly stated as a danger note in the instructions, the user must always prepare a spare electrosurgical generator or an alternative procedure to avoid interruption of treatment due to an unexpected electrosurgical generator failure during treatment. The user apparently did not follow these instructions, since the intended procedure had to be interrupted and rescheduled due to a lack of spare equipment. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. Therefore, this event/incident was attributed to use error. The case will be closed from olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate in saline (turis-p) procedure, the esg-400 generator issued an error message and stopped working. The intended procedure had to be interrupted and could only be completed in a follow-up procedure that was scheduled two days later after a spare generator had arrived at the user facility. No further information was provided.